Event description:
It was reported that following a knee replacement procedure a one and a half inch portion of the drain broke off and was left in the patient. A secondary surgery was performed 2 weeks post-op to remove the drain. The surgery was successfully completed and the drain was removed from the patient.

Manufacturer narrative:
The device was not returned to the manufacturer and the lot number was unknown when a follow up was done with the account. The root cause for this incident was most likely due to excessive force applied when removing the drain or a suture passing through the drain tube. The instructions for use contain a warning to exercise care during the removal of the wound drain.